Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laminotomy micro disectomy, the foot pedal was activated when used in conjunction with the generator. There was no patient harm.